Manufacturer narrative:
Corrected fields: e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by the jeremy through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp), an autofill failure alarm occurred. There was patient involvement however, no adverse event reported. The alarm cleared after he adjusted items and pressed start, and esp personnel reviewed possible causes and advised following help screen troubleshooting if the alarm recurs. Based on information provided by emergency support program (esp) personnel, the issue was resolved after adjusting items and pressing start. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected field is h6 type of investigation. Updated fields are b4, g3, g6, h2.